Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. Follow-up findings: pfn was sent to allergan. Event description states: "band explant - unusual appearance to distal stomach." Further follow-up findings: "the pt had reflux. Had an endoscopy done which showed an unusual appearance to distal stomach. Not noted exactly what the appearance was. Needed the band out." Device returned.

Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Performance tests indicate no leakage at the access port or band/shell. Analysis noted pulled material and evidence of coring of the port septum likely to have been caused by the use of a coring needle. Device analysis noted the band tubing was broken with striations consistent with surgical end cut for removal of the device. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."